Event description:
It was reported that the user's ilet entered bg run mode after receiving an alert to connect a cgm or enter a blood glucose, and the user had no remaining libre 3 plus sensors while awaiting a new shipment. The user was instructed to enter fingerstick values for insulin delivery and meal announcements and informed that bg run mode can operate for up to 72 hours without a sensor. Symptoms included hyperglycemia with a fingerstick blood glucose of 240 mg/dl following breakfast. Outcomes included continued therapy in bg run mode with anticipated insulin delivery and no alerts or alarms. Investigation included troubleshooting and education with guidance to contact the healthcare provider for an interim sensor and to continue manual bg entry to maintain insulin dosing. Investigation of this case revealed expected device behavior in the absence of a cgm sensor, with the system operating in bg run mode as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user operation without an active sensor leading to intended fallback operation.